Manufacturer narrative:
The device was not available for return. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced pain and numbness in the legs and buttocks, and issues urinating. The patient was admitted to the hospital and has decided to explant the device. Nevro had attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. There have been no reports of further complications regarding this event.